Event description:
It was reported that the catheter was fractured and it was confirmed. It was indicated that during a surgery the catheter was severed. They were able to suture and clamp the catheter until a revision could be made. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the patient was doing well.

Manufacturer narrative:
(B)(4).